Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. Reportedly, the pump had been charging at the time of the alarm. The alarms were ultimately cleared and did not reoccur. Additionally, it was reported that the customer experienced difficulty charging the pump with the tandem wall adapter. Reportedly, the customer was able to successfully charge the pump with an alternate wall adapter. There was no reported impact to the customer¿s blood glucose.